Manufacturer narrative:
H6: investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. H3 other text : see h10.

Event description:
It was reported that injector luer lock n35 had flow issues. The following information was provided by the initial reporter: material no.: 515003 batch no.: unknown. It was reported that phaseal secondary line would not pull medication from secondary line. Phaseal on end of chemo secondary line was defective, when trying to run a loading dose medication was not being pulled from secondary line even with primary clamped. The secondary line was unclamped. Rns had to switch out phaseal on a chemo line to a new one and then it worked.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that injector luer lock n35 had flow issues. The following information was provided by the initial reporter: material no.: 515003 batch no.: unknown. It was reported that phaseal secondary line would not pull medication from secondary line. Phaseal on end of chemo secondary line was defective, when trying to run a loading dose medication was not being pulled from secondary line even with primary clamped. The secondary line was unclamped. Rns had to switch out phaseal on a chemo line to a new one and then it worked.